Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during ma nufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer there was a deviation between the display and the test stylus, the stylus was missing, the cord bay latches were broken, the rear display cover was broken, the bullets were broken, the media door latch was worn, the upper and lower handles were damaged, the keyboard sliding rails were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.